Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 147°f. The likely cause was identified as worn front and rear bearings. It was also noted that motor ran very rough, inconsistent speed and stalled after a minute and the drive dog was cracked and the housing was worn. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and due to customer indication that this report is a complaint